Event description:
The catheter broke during dressing change. The catheter was removed without any problems.

Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned samples and observed damaged jagged edges and cracks to the silicone molding at and near the area of the break. The device history could not be reviewed as the lot number is unk. Conclusions - the engineer concluded that the failure was caused by excessive stress and misuse/mishandling of the product. First PICC catheters are 100 percent inspected throughout the mfg process. First PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. (B)(4)